Event description:
On (B)(6) 2012, it was reported that the check button on the pt's infusion device needed to be pressed hard in order for it to respond. Initial investigation of the device revealed that the snap dome of the button is pressed flat. Additional info will be provided once eval is complete. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.